Event description:
Within one minute of a vitrectomy for a retinal detachment the alcon constellation vitrectomy lxt unit suddenly showed an error code and quit functioning. The equipment specialist was called to bring a second constellation unit to the operating room stat. Alcon tech support was also called but there was nothing they could do to help us. We had to completely shut down the unit. We tried to restart it but it would not respond. A second constellation machine had arrived in the operating room. We booted it up, transferred tubing, and were able to continue the case. There was approximately a 20 minute delay. Dr was concerned that the retina may have re-detached but it appeared not to have. Alcon field service was called in for repair. It was discovered the pneumatic functions were disabled. Service technician replaced the filter, oil/air dryer intake manifold assembly and the pneumatics distribution cable. Unit was returned to service. Manufacturer response for vitrectomy machine, constellation lxt (per site reporter): a field service technician came to our facility and repaired the unit.